Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on 8 pm a few months ago with blood glucose of 20 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the intravenous injection, visit to emergency room and dextrose. Customer stated that the over delivery. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.